Event description:
A customer reported to baxter corporate product surveillance a viaflex empty container in which a part of the port broke off. According to the report, after the infusion was complete and the bag was empty, a staff member went to remove the spike of a carefusion ((B)(4)) administration set from the port of the bag. When they pulled on the spike, the port broke off. Half of it remained on the spike and half of it is still attached to the bag. The materials manager thinks it could be due to the force with which the bag was spiked with initially. The event occurred after use. There was no patient involvement, injury, medical intervention, or adverse event associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted. This device is pre-amendment; therefore, it does not have a us 510k number.

Manufacturer narrative:
(B)(4). A sample was returned for evaluation. A visual inspection was performed and revealed that the membrane tube assembly and the port tubing was detached from the bag. The reported problem was confirmed. The root cause was not able to be determined at this time. A batch review could not be completed as the lot number was not provided by the customer.

Manufacturer narrative:
(B)(4).